Manufacturer narrative:
(B)(4). G2: foreign: australia. H6: component code: head. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure due to unknown reasons. Only the head and liner were exchanged. There is no further information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 d1 d4 d10: 00640503204 item name alumina insert 56_62 x 32 mm lot # 60050225 g3 g6 h2 h11.

Event description:
There is no additional information at the time of this report.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.